Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2018. The customer¿s blood glucose level at the time of the incident was 780 mg/dl and customer¿s current blood glucose level was 125 mg/dl. The customer reported they were feeling nausea and vomiting and difficulty in breathing. Customer was wearing the insulin pump at the time of hospitalization. Customer declined to troubleshooting for high blood glucose. The insulin pump will not be returned for the analysis.